Manufacturer narrative:
This follow-up report is being submitted to correct d8 in the initial report and report additional information. Correction on d8 was made as follow. Blank to "no". The additional information was as follow. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the inspection results by omsi, olympus medical systems corp. (Omsc) assumed that the spare lamp was turned on due to the expiration of the service life of the examination lamp provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems (B)(4) private limited (B)(4) inspected the device and confirmed following; spare lamp error was coming due to defective examination lamp. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
Olympus representative reported that spare lamp error occurred during delivery inspection. The examination lamp of the device didn't ignite and spare lamp was working. This device was an asset of olympus. There was no report of patient injury associated with this event.